Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Event description:
Affiliate reported leakage in the system resulting in a replacement. The catheter however was not replaced.

Manufacturer narrative:
Upon completion of the investigation it was noted that a leak was confirmed. It is not possible to determine the root cause for the leak as it is likely the damage occurred while in use. The current quality inspection process for these assemblies is established at 100%. These assemblies are tested for leaks and blockages. A review of the history device records confirmed the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.